Event description:
A (B)(6) male admitted through the ed on (B)(6) 2011 with sscp and shortness of breath. The pt has a pmh of cad, cm, cva, htn, copd, early alzheimers, neurofibroma of right lung and peripheral neuropathy. He ruled in for an mi and was taken to the cath lab. His chest pain continued and it was noted that his ef was 25% where it had been 50% in (B)(6) 2011. An iabp was inserted until he was stable for surgery. On (B)(6) 2011 at 23:50, the iabp console was found off. There had been no alarm. The nurse was able to determine that the console had been off for 20 mins. The physician was notified and a new console obtained and turned on. The console involved was removed and brought to the biomedical engineering department.